Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the keypad was unresponsive after water exposure. The reporter noted moisture behind the display screen. The patient reportedly wore the pump in a case, attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad was found to be torn near the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Visible moisture was observed behind the display screen. The pump would not turn on due to internal moisture in the pump. The keypad buttons could not be tested.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.